Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the syringe needle and cartridge to resolve the issue. Customer¿s blood glucose was 300 mg/dl.